Manufacturer narrative:
The customer's reported complaint of "the thermogard ivtm system (serial #(B)(4) displayed tcmid:05 (coolant diff failure) error message" was confirmed based on the event log review and during functional testing. During device evaluation, the lm34 temperature sensor was found to be corroded, which most probably caused the thermogard console to display the tcmid:05 error message. The root cause of the corrosion was possibly that saline got mixed with the glycol, most likely caused by user mishandling. In addition, lack of proper maintenance could also be attributed to the corrosion. During visual inspection of the thermogard console, no physical damage was observed. However, unrelated to the reported complaint, noted the glycol was discolored to brown, most likely due to improper maintenance of the coolant. Also, glycol was found spilled in the coldwell. The coldwell was rinsed and propylene glycol was replaced to address this observed issue. An ivtm operation manual prompts the customers to check the glycol before every use. The console also requires once a year preventive maintenance. The propylene glycol needs to be mixed with the distilled water to fill the coldwell reservoir. Based on our risk evaluation, the discoloration of glycol is a very low-risk issue. The glycol does not come into contact with the patient. Also, the discoloration does not seem to have any impact on the heat exchange capacity of the glycol. Glycol has proven anti-bacterial properties; it does not promote bacterial growth. The event log review indicated two tcmid:05 (coolant diff failure) error messages, thus confirming the reported complaint. The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 05 error message, thus confirming the reported complaint. The lm34 temperature sensor assembly was replaced to remedy the issue. During service, unrelated to the reported complaint, a p31 connector harness was installed and the white guide rollers were replaced. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During ivtm therapy set-up, customer reported that the thermogard ivtm system (serial #(B)(4) displayed tcmid:05 (coolant diff failure) error message. Another thermogard ivtm system was used with minimal interruption to start with ivtm therapy. No patient involvement.